Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's hospitalization for the infusion site infection or hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the insertion site was red and swollen, and pus was discharging from the site. The customer reported that the site became infected and the resulting infection caused her appendix to rupture. The customer had to go to the hospital for surgery to remove the ruptured appendix. The customer's blood glucose level was in the mid 250s (mg/dl). The customer was given an IV drip and antibiotics to treat the infection.